Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was displaying a service code 102. The pt received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 102) has been confirmed. The cause of the code 102 is an open resistor r45 on the defibrillator board. R45 controls the rate of charge of the high-voltage capacitors. The cause of the open resistor is excessive current. The cause of the excessive current is a detached high-voltage capacitor c21. The cause of the detached capacitor is a fractured solder connection at the negative lead. The cause of the fractured connection at the negative lead. The cause of the fractured connection is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.